Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that the struts were bunched and distorted at several positions across the length of the stent. It was also noted that the stent had moved by approximately 10mm distally from the most proximal crimp mark. The type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. The balloon was found to have stent impressions on the balloon material indicating that the stent was crimped per process in the correct location during manufacturing. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07094. It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x12mm promus premier drug-eluting stent and a 2.25x16mm promus premier drug-eluting stent were selected to treat the target lesion. However, it was noted that the stents were crimped and smushed up on each other due to heavy calcification. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07094. It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00x12mm promus premier&#10244;rug-eluting stent and a 2.25x16mm promus premier drug-eluting stent were selected to treat the target lesion. However, it was noted that the stents were crimped and smushed up on each other due to heavy calcification. The procedure was completed with a different device. No patient complications were reported.